Event description:
It was reported that on (B)(6) 2008 the patient was implanted with a greenfield filter. On (B)(6) 2017, a scan of the filter revealed the device had perforated inferior vena cava (ivc) wall and potentially tilted; the scan observed that 6 metal struts projected outside the inferior vena cava wall up to 3-4mm in length and 2mm in the axial plane. The patient is experiencing pain and discomfort in that area and the "leg where her greenfield filter was implanted."